Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "failure" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 715:xx failure code and determined the cause to be a corroded tube load motor encoder (pcb) printed circuit board. The pump head module- channel a was replaced to correct this condition. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.